Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during preparation of a port placement procedure, the catheter was allegedly had a crack or fracture where the catheter connects to the port. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearvue implantable port was returned for evaluation. Gross visual, microscopic and functional evaluations were performed on the returned device. The port stem was noted to have a fracture and split into four regions. Therefore the investigation is confirmed for the reported fracture issue. However the investigation is inconclusive for the reported device damaged prior to use issue as the exact circumstance at the time of the event reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiry date: 05/2025). H11: the initial MDR was inadvertently submitted with a g3 date of 10/11/2023. The correct g3 date is 10/04/2023. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, the catheter allegedly had a crack where the catheter connects to the port. The procedure was completed using another device. There was no patient contact.